Event description:
During catheterization procedure, tip of interventional wire broke off in the distal circumflex artery. Patient suffered cardiac arrest during procedure and was unable to be stabilized or resuscitated. Unknown as to extent wire failure contributed to event.